Event description:
The healthcare provider reported the cause of the event was ¿patient fail.¿ it was stated the patient¿s device was removed on (B)(6) 2014 because the patient did not want to keep it in because it was painful after falling on their hip. It was noted the patient was having pain down their leg even when it was off. Reportedly, the patient did not require hospitalization and they recovered without sequelae. It was stated the patient had some improvement two weeks after their device was implanted. It was stated the patient¿s settings were changed from 0.4 volts to 1.9 volts on (B)(6) 2014 and their leads were checked and were working properly. It was noted the patient had refractive frequency and urgency. It was reported the patient failed their device therapy and they were symptomatic from the device. It was noted the device was removed due to those findings.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0g3w3, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).